Event description:
Pt reported that when device's bolus history was reviewed it was revealed that only partial boluses were delivered (instead of the entire programmed bolus). Pt's blood glucose was not affected.